Event description:
The facility representative reported an infusion pump with a failure code 500:320:675:0000. The biomedical engineer of the facility had stated that no patient injury or medical intevention had been involved with the pump. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was indentified.